Event description:
A user facility reported that the intraocular lens (iol) got stuck in the cartridge of the delivery system. It was reported that when the iol came out, it was sheared. The user facility states that there was no pt impact associated with this event.